Manufacturer narrative:
The catheter was returned, and analysis found the catheter body had a compressed area and was broken. The catheter body had a hole that was not user related. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot/serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Product ID: 8731, serial/lot #: (B)(4), ubd: 14-jan-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 190 mcg/ml; 38mcg/day, dilaudid 23.5mg/ml; 4.7 mg/day, bupivacaine 25mg/ml; 5mg/day and clonidine 750mcg/ml; 150mcg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported a pump and catheter replacement occurred (B)(6) 2018. The hcp was not aware of any issues. When the physician went in to explant the existing catheter it was discovered it was broken. The patient did not experience any symptoms and did not report any issues. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The issue was resolved. Patient status was alive - no injury. Patient weight was 170 pounds. Medical history was asked but unknown. No further complications were reported.